Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrode probe was attached to the resect handle, but the electrode seemed to be bent and could not be operated. Physician completed the procedure by replacing it with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, no nonconformances were found related to this complaint. The event was caused by a component failure of the electrode. The shaft of the product were found to be deformed. The cause of the deformation of the shaft found during visual inspection cannot be determined, but it is possible that the deformation was caused by an external overload. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.